Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the recurrent mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr to grade 1. Post procedure, mr was grade 2, but the mitraclip was stable and attached to both leaflets. The cause of increased mr grade is unknown, but it is not due to disease progression. There was no leaflet or chordal damage related to the implanted mitraclip. Treatment for the mr is not yet determined and will depend on the patient status. No additional information was provided.